Manufacturer narrative:
The investigation has been completed. The console was returned for investigation. The logs end after the use with a test pump. There were no optical sensor errors on that day. The complaint, which was submitted on april 2, 2025 with no pump serial number, may be referencing february 28, 2025 when serial number pump (B)(6) was plugged in three times, and the first two times asked the user to reconnect the impella and the third time asked the user to switch consoles due to the persisting optical issue during case start. Reviewing the real time logs, the first two had raw optical sensor signal of -3276.8 mmhg with near zero signal-to-noise ratio (snr) with symptoms similar to an air gap between the pump connection. The third connection had expected ranges of 5s values and did not have any noticeable issues in the real time logs. Pump (B)(6) was transferred to a back up console with serial number (B)(6). The failure mode was not reproduced on march 3, 2025 with a test pump in the field during multiple tries and similarly was not reproduced during investigation. The optical system had a relatively high snr values across multiple pumps, excluding poor snr as a possible cause of the optical signal issues. The cause of the optical sensor system errors was not determined since the failure mode was not reproduced during testing. It is possible the first two instances were due to an air gap, resulting in low snr, but the third instance was not determined.

Event description:
The complainant reported that an automated impella controller experienced an optical sensor error. There was no patient involvement. During investigation and upon review of the data logs, it was believed that the device may have been swapped due to persistent optical sensor issues.